Event description:
The reporter stated that the surgeon was advancing a single piece collamer lens model cc4204bf in the cartridge and thought the haptic was tearing, so quit using it. No patient contact.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows no visible damage to the lens. There is clear surgical residue on the lens. Conclusions:based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.